Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loose connector, a hole in the cord and failed the thermistor and hand control assessment. It was determined that the loose connector was due to excessive force when plugging and unplugging the connector into the console device. It was determined that the hole in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was determined that the thermistor was bad due to the device overheating, which caused the thermistor to go bad. When the thermistor was no longer operational, the device failed the hand control. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was running hot. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.